Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
Physician's nurse stated the patient was seen on (B)(6) 2011, a couple weeks after the procedure. No reported issue were noted. On (B)(6) 2011 the patient came in again reporting of sharp pain in the pelvis area on the left flank.

Manufacturer narrative:
Additional information received from phone call with physicia's nurse on (B)(6) 2012.